Event description:
Event description guidant received information that this atrial pacing lead exhibited one instance of pacing impedance measurements greater than 2500 ohms. P-waves are 1.1 and the pacing threhsolds are 0.8 @ 0.5 today, which is consistent with previous follow up measurements. There is no indication of sensing or pacing issues and no noise seen. Guidant received subsequent information that there have been 4 atrial tachycardia response (atr) episodes since the last reset and noise on right atrial (ra) and shock channel. The right ventricular (rv) channel has no noise. Daily measurements are stable and normal. The patient doesn't remember having any tests or anything out of the normal. The physician has commented that there may be a lead fracture but will continue to follow the patient.